Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. The patient experienced a chronic groin, hip, legs and abdominal pain, bladder womb and bowel prolapse. It was also reported that bladder and bowel incontinence are failed. The device remains implanted, in situ.